Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/03/2016 with the following findings: investigation revealed three cracks in the battery compartment. The pump powered on and the display was found to be dim, fading and discolored text. Unrelated to these issues, investigation revealed that the keypad cover was lifted at the ok button. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed multiple cracks in the battery compartment. Evaluation also revealed a dim, fading and discolored display. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/03/2016.